Manufacturer narrative:
Sunrise medical account manager, (B)(6) visited the va facility on 2/20/2020 to inspect and evaluate the wheelchair and found that the front seat height was set at 19.5" and the rear seat height was set at 20.5". When the wheelchair was ordered by the dealer, it was requested to have the front and rear seat to floor heights set at 19.5". Due to the rear seat height set 1" higher than the front, this caused a sliding effect for the end user and ultimately over time contributed to the pressure sore. (B)(6) did make the appropriate adjustments while on her visit with the end user and the wheelchair is now set to specification. The end user reported that the wound is healing and is no longer having an issue with the wheelchair. Risk scoring results of this issue are acceptable. Therefore, a corrective action is not required, but may be assessed to lower risk even further if agreed upon by design team or management. Dealers are instructed to ensure proper fitting of wheelchairs prior to releasing a chair to the end user. Because the pressure sore was a progression to a level of "serious" over time and the detection rate for the failure mode is moderately high, sunrise medical has decided not to initiate a corrective action, however, will monitor its existing quality check process and implement improvements if necessary. No further investigation will be performed by sunrise medical.

Event description:
Per sunrise medical account manager, (B)(6), end user has been in his quickie 2 wheelchair and has developed a skin wound on his tail bone due to sliding forward in his chair. The end user did received medical attention. The end user's sore was bandaged and no surgical procedure was necessary.